Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a wound infection and skin dehiscence at the implant site (date not reported). Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin flap necrosis. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent a revision surgery of debridement (specific date not reported).